Event description:
Connection issues were reported to the subject pacemaker during a re-intervention for ventricular lead replacement due to a threshold increase. When the ventricular lead was attempted to disconnect, the screwdriver turned freely on the set-screw, which was unable to be unscrewed. The physician attempted to turn the setscrew from several angles and the ventricular lead came out of the port, however the set-screw could not be turned. A new ventricular lead was implanted and the subject pacemaker was replaced.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.